Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she has been experiencing pain while her sensor is inserted in her abdomen. Pt was nervous about removing it and went to the hospital to receive assistance in sensor removal. Pt reports no issues nor injuries at the site of insertion and no issues with the product. Pt was feeling fine during her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.